Event description:
It was reported that this health care professional (hcp) wanted a review of reports for this pacemaker. Technical services (ts) reviewed the reports and noticed that the device has not had a successful right ventricular autothreshold (rvat) test. The hcp noted that the patient is in atrial fibrillation (af). Additionally, there was a signal artifact monitor (sam) episode due to the patient's af that resulted in a vector switch. Additionally, the ventricular channel had low amplitudes, and the device potentially undersensed the signals. Ts provided reprogramming options. The hcp stated they would discuss with another provider. The device remains in use. No adverse patient effects were reported.